Event description:
"Caller alleged discrepant results compared with the lab between three different meters. Results as follows:" date - (B) (6) 2008, inratio - 1.6, 2.4, 2.0, lab - 2.6, 2.6, 2.6.

Manufacturer narrative:
On 02/12/2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date - (B) (6) 2008, inratio - 1.6, lab - 2.6, mean - 2.1, confidence limits - 1.4-3.1; 2.4, 2.6, 2.5, 1.6-3.4; 2.0, 2.6, 2.3, 1.6-3.4. Time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Hence, functional testing is not required at this time, but meter will be tested when it is returned. Inratio precision data provided by end-user lot (inratio meter): date - (B) (6) 2008, 1st inr = 1.6, 2nd inr = 2.4, 3rd inr = 2.0, mean - 2.0, sd - 0.4, %cv - 20.0. Inratio: the 20% cv passes the criteria for precision test. Hence, no further testing will be required at this time. Inratio meter (B) (4) was returned and tested. No errors were found during functional testing. No corrective action required as no product deficiency was established.